Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ratcheting screwdriver handle not holding screwdriver blades or switching from ratchet to reverse. The issue was observed during cleaning. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. No further information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the customer reported that the ratcheting screwdriver handle not holding screwdriver blades or switching from ratchet to reverse. The repair technician reported cracked housing. The item is not repairable per the inspection sheet. The cause of the issue is faulty part. The item will be forwarded to customer quality. The evaluation was not confirmed. Device history review (DHR). Part number: 311.023. Lot number: a7na39. Manufacturing site: tuttlingen. Release to warehouse date: week 39, 2004. A review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (over 20 years old). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.